Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04503. It was reported that the coil part of the wire became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A rotablator plus and a 330cm rotawire¿ and wireclip¿ torquer were selected for use. During procedure when the rotaburr was removed from the patient's body, it was noticed that the coil part of the wire became detached. The detached portion was successfully removed from the patient's body through snaring. The procedure was completed with this device. No further patient complications reported.